Event description:
A caregiver reported on behalf of a (12 year old child) customer who's adc freestyle libre reader did not power on with button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and experienced symptoms described as ¿dryness, high glucose, excessive thirst, and dizziness¿ and was unable to self-treat. The customer had contact with a healthcare professional who obtained blood glucose of 315 mg/dl and administered 15 mg of rapid insulin for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reader did not power on with button depression or insertion of test strips. The reader did power on with the insertion of the universal serial bus (usb) cable. The reader was sent for further investigation. The reader was de-cased, internal visual inspection was performed and no issues were observed. The reader was placed into the pcba (printed circuit board assembly) test fixture, the pressure was applied to the central processing unit (cpu) and the reader did not power on. The reader powered on when placed reader with the known good battery into the reader pcba fixture and applied pressure to the cpu. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. Used a known good battery to power on the reader, and observed the reader powered on with button press, strip insertion, and cable insertion. Performed the reader self-test and observed the reader pass. Therefore, this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported on behalf of a ((B)(6) child) customer who's adc freestyle libre reader did not power on with button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and experienced symptoms described as ¿dryness, high glucose, excessive thirst, and dizziness¿ and was unable to self-treat. The customer had contact with a healthcare professional who obtained blood glucose of 315 mg/dl and administered 15 mg of rapid insulin for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.